Event description:
It was reported that the patient presented for post-up follow-up with complaints of severe chest pain. The pain worsened with rv pacing. No changes in measurements were noted. A micro perforation was suspected. Lead was explanted and replaced without consequence to the patient. The patient was stable following the procedure.

Manufacturer narrative:
UDI (di): (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.